Event description:
On the event date, the lay user/patient in a foreign country, contacted lifescan (lfs) to report the ultrasoft lancing device was damaged. Six days later, the technical service representative (tsr) spoke with the pt's daughter to obtain and clarify info. Six days prior, pt noted the reported lancing device was damaged and she was unable to use it to obtain a blood sample for glucose testing. The pt's daughter attempted to perform the fingerstick using just the lancet, however, the pt claimed this was very painful and refused to allow it. On the same day, at 10:00 am, the pt took 36 units novomix 30 insulin. This was her usual time, after breakfast, to take her insulin dose. At that time the pt was experiencing no symptoms of high or low blood glucose levels. Approx 1 to 2 hours later, the pt experienced the symptoms of confusion, shaking an sweating. The pt borrowed a meter and lancing device from her neighbor. While symptomatic, the pt obtained the blood glucose result of 3.2 mmol/l (58 mg/dl). The pt administered self-treatment with food and/or a drink, and felt better afterwards. She did not seek any medical attention. The pt had taken her usual breakfast earlier that day. The pt had last been able to test her blood glucose level in the same month, at 8:00 pm. The pt takes novomix 30 insulin 36 units after breakfast and 16 units after dinner. Troubleshooting revealed this was not a new product, and there was no misuse of the lancing device. The lancing device was replaced. The pt allegedly suffered symptoms suggesting severe hypoglycemia after taking insulin despite not being able to test her blood glucose level due to the damaged lancing device. The pt received treatment with food to alleviate her symptoms. Therefore, this complain is begin reported.

Manufacturer narrative:
Lifescan (lfs) has requested the return of the subject product(s) for evaluation. If the products(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.